Event description:
It was reported that (1) tsw45 was used during an unk procedure. It was reported by the affiliate that the device locked out. Opened another device to complete the case. There was no consequence to pt.